Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the device stayed stuck at the first clip delivery on the cystic. The surgeon could not open it, and had to pull on it. This led to life-threatening for the pt.